Event description:
It was reported that the patient presented for a follow-up in clinic. Device interrogation revealed a significant decline in ejection fraction since on (B)(6) 2025. The physician explanted the right ventricular lead from apical and implanted a new lead in the left bundle branch area to initiate conduction system pacing. The patient was in stable condition.

Manufacturer narrative:
The reported event was ¿significant decline in ejection fraction¿. Final analysis found that as received, a complete lead was returned in one piece with helix retracted and clogged with blood/tissue. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.